Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the wire was severed at approximately 300mm from the proximal tip. The severed proximal portion was not returned. The stump of the fractured end was split longitudinally and marks showing constriction were confirmed. No other abnormalities were observed from the visual inspection of the returned product. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10546. It was reported that during a percutaneous coronary intervention to treat a chronic total occlusion, the stent delivery system stuck to the guide wire and the catheter shaft broke. The calcified target lesion was located in the right coronary artery. The physician was able to cross the lesion and dilate several times with a balloon. A 300cm straight tip samurai guide wire was placed in the distal vessel. A 2.50 x 32mm promus premier drug-eluting stent was advanced, but failed to cross the lesion. Upon removal from the body, the stent delivery system became stuck on the proximal portion of the guide wire. While trying to remove the stent delivery system from the wire, the catheter shaft separated at the wire exit port. All components were outside of the body; no device fragments separated within the patient. There were no patient complications and the lesion was successfully stented with a new 2.5 x 32mm stent.

Manufacturer narrative:
(B)(4)

Event description:
Same case as MDR ID: 2134265-2017-10546. It was reported that during a percutaneous coronary intervention to treat a chronic total occlusion, the stent delivery system stuck to the guide wire and the catheter shaft broke. The calcified target lesion was located in the right coronary artery. The physician was able to cross the lesion and dilate several times with a balloon. A 300cm straight tip samurai guide wire was placed in the distal vessel. A 2.50 x 32mm promus premier¿ drug-eluting stent was advanced, but failed to cross the lesion. Upon removal from the body, the stent delivery system became stuck on the proximal portion of the guide wire. While trying to remove the stent delivery system from the wire, the catheter shaft separated at the wire exit port. All components were outside of the body; no device fragments separated within the patient. There were no patient complications and the lesion was successfully stented with a new 2.5 x 32mm stent.